Manufacturer narrative:
An event regarding pain & loosening involving an unknown tibial component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -edical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review and indicated " no op reports, no confirmation revision was done, two bone scans, x-ray of cemented total knee without a patella resurfacing, x-ray images show no evidence of loosening, unsure if date on x-ray images are dates printed of the images or date when image was taken. Need op report of primary and revision if revision occurred as well as dated x-ray images." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient had pain & loosening. The provided medical records were deemed insufficient and rejected for medical review and indicated " no op reports, no confirmation revision was done, two bone scans, x-ray of cemented total knee without a patella resurfacing, x-ray images show no evidence of loosening, unsure if date on x-ray images are dates printed of the images or date when image was taken. Need op report of primary and revision if revision occurred as well as dated x-ray images." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, confirmation of revision surgery and revision operative report, x-rays is received, this investigation will be reopened.

Event description:
Patient suffered over a long time from pain in the operated knee, surgery (B)(6) 2011. Several examinations didn't show loosening, on 01.04.2014 a scintigraphy showed tibia loosening, but patient initially rejected a revision. Patient agreed a revision planned for (B)(6) 2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient suffered over a long time from pain in the operated knee, surgery (B)(6) 2011. Several examinations didn't show loosening, on (B)(6) 2014 a scintigraphy showed tibia loosening, but patient initially rejected a revision. Patient agreed a revision planned for (B)(6) 2017.